Manufacturer narrative:
The field service engineer replaced internal hoses from tank to disinfectant nozzle and returns. The customer stated nothing was poorly reprocessed. Steps for reprocessing were not provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The device was not returned to olympus for evaluation. Based on the results of the investigation by the field service engineer (fse), the foreign substance and root cause of the residual foreign matter could not be identified. No additional concerns about the reprocessing were noted by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
On 14aug2023, an olympus field service engineer (fse) conducted an on-site visit. The fse removed panels and replaced internal disinfectant hoses found to be deteriorated from the tank to disinfectant nozzle, and disinfectant pump on endoscope reprocessor. The subject device was loaded with water using program b and drained with no issues. New acecide was loaded and ran for two full cycles. The subject device passed the functional test, and the basin was fully cleaned with no evidence of black debris. The panels were re-installed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, during reprocessing, the endoscope reprocessor had black flecks in the basin. There was no report of patient harm associated with this event.